Event description:
After review the patient was revised to address metal related osteolysis, inflammatory reaction, adverse reaction to metallic debris resulting to loosening of cup and extensive acetabular bone loss causing transverse acetabular fracture and pelvic discontinuity and ambulatory dysfunction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ added: a4, b5, b7, d2b, d4 (procode,lot,exp,UDI), d6, d11, g5, h4 and h6 (patient). Corrected: d1 and d2. No code available is used to capture device revision or replacement.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Asr medical records received. After review of medical records the patient was revised to address loosening of the acetabular component, adverse reaction to metallic debris, necrosis, osteolysis, bone loss, pelvic discontinuity, elevated metal levels and ambulatory dysfunction. Operative note reported a white milky-like fluid, large effusion of thick milky substance, pseudocapsule and formation with metal staining and necrosis of external rotators and metallic debris. There was synovitic wear, debris, and bone loss around acetabulum. There was dystrophic calcification, heterotopic ossification, loose and osteolytic defects.